Manufacturer narrative:
The device was not returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
The customer reported through the emergency support program that the sensation plus 50cc was unable to update the timing alarm. Nurse stated the patient had received the balloon pump overnight and the patient¿s arterial pressures were low because of the patient¿s clinical status. Nurse stated he used the help screen and felt as though the patient¿s condition was the cause of the alarm. Esp personal reviewed a screenshot that showed a narrow plus pressure. When asked, nurse stated he had briefly flushed the pump at the beginning of his shift. Esp personal suggested he place the pump on standby and flush for 15 seconds. Nurse explained the patient was too unstable to place the pump into standby. Esp personal reviewed the x-ray from earlier in the shift. The radiopaque marker was slightly low. Esp personal recommended nurse speak with the md about reviewing the x-ray since the radiopaque marker should be between the 2nd and 3rd intercostal space. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6, type of investigation, investigation findings, investigation conclusions, h11. Corrected field: h4. No decon or visual inspection performed since product was not returned and could not be evaluated. Since the product was not returned, we were unable to evaluate the device. Based on the event description, the inadequate arterial waveform quality resulted from the patient¿s severely low arterial pressures and potentially suboptimal balloon catheter positioning radiopaque marker slightly low, leading to unreliable timing signals for the iabp. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.